Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The following sections have been updated: b4, b5, g1, g3, g6, h2, h6, h11. The following sections have been corrected: a1, a3, h6, h11. H6 - proposed component code - mechanical (g04) - stem. The product will not be evaluated by zimmer biomet as was requested but not returned by the hospital. Once the investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported that the patient had elbow surgery. Subsequently, the patient was revised due to bone loss and loosening of the humeral stem. There was harm/injury to the patient as the patient had to underwent additional surgical/medical procedure. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected: h6: the following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that the patient had elbow surgery. Subsequently, the patient was revised due to loosening of the humeral stem. There was harm/injury to the patient as the patient had to underwent additional surgical/medical procedure. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). D10 - pn: 00840001609 item name: ulnar component plasma sprayed size 6 ln: unknown pn: 00840009400 item name: articulation kit size 4 ln: 64295448. G2, country event occurred in: australia. The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.